Event description:
Customer reported unexpected negative reactions with a patient sample tested on the galileo (2 cell assay).

Manufacturer narrative:
The k antigen was confirmed on retention capture-r ready-screen (I and ii), lot x233, with anti-k. 2_cell testing performed on an in-house galileo with the customer's returned patient sample using retention capture-r ready-screen (I and ii), lot x233, and capture-r indicator red cells, lot 221137. Sample exhibited 1+ reactivity with cell I (k+ donor b6443) and was nonreactive with cell ii (k- donor c3957). Hemagglutination tube testing was performed with customer's sample using retention panoscreen I and ii, lot 02458; immuadd was used as potentiator. Sample exhibited weak reactivity (+w) at iat with k+ k+ cell and was nonreactive with k- cell.